Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. The universal battery charger is not a single use device. Approximate age of the device is 6 years and 8 months (calculated from the manufacture date of the universal battery charger). The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the universal battery charger (ubc) was not able to charge batteries in 3 out of the 4 charging slots. When a battery is inserted, nothing happens and no lights illuminated. The ubc will be returned for evaluation. A user facility report was received by (B)(4) (reference # (B)(4)) and provided to the manufacturer. The report indicates: event description: patient (B)(6) years old, mono-ventricular left assistance, heartmate ii implanted on (B)(6) 2015, battery charger failure. It rang with a sound ¿beep¿ then the lights went off except the lights from the device n°3. The defective charger has been replaced by another one. No consequences in this case because the other batteries were charged and the module power supply was nearby. The device was kept for expertise. No additional information was provided.

Manufacturer narrative:
Device evaluation: the report that the universal battery charger (ubc) was unable to charge batteries was confirmed. The device analysis revealed damages to the lcd display screen, power supply printed circuit board (pcb), and logic pcb. The lcd display screen was shattered and appeared to have been subjected to impact damage. A component on the power supply pcb was missing and appeared to have been broken off mechanically. The logic pcb was covered in a layer of dust and appeared to have been exposed to fluid; several surface mount components were corroded and several components were charred. Although a specific cause for these damages could not be conclusively determined, the observed damages would have rendered the device inoperable. It was reported that there was no consequence to the patient as a result of the reported incident. The patient remains ongoing on lvad support with a replacement ubc. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.